Manufacturer narrative:
This is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. There was no indication of device malfunction in the information available. Products are tested and must meet specifications prior to shipment. There was no response to multiple follow-up calls to the treating physician. It was subsequently learned the physician had left the practice and the clinic was unable to locate the patient for follow-up.

Event description:
Patient complained of a slight weakness in her grip and numbness in the tips of the left index and middle finger (no pain or tingling) 1 days after her first treatment. The physician stated the patient did feel some heat/pain during treatment on her left side, but did not require termination of energy delivery. Other than this it was an unremarkable treatment, no difficulties with injections.